Event description:
Customer reported experiencing high and low blood glucose readings. She reported waking up with a blood glucose reading of 47 mg/dl and did not know the reason for these extremes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.